Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel release flags) has been confirmed. Upon receipt, no gel was released or leaking from the belt. It was discovered that the electrode belt had a broken wire in the distribution node. The constant "add gel" alarms experienced by the pt were caused by broken gel-fire lines (yellow wire) in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received replacement electrode belt.

Event description:
The pt service representative (psr) assisting a (B)(6) female pt called zoll lifecor customer support to report that the "pt was just it" and is receiving a message on the monitor to replace the belt. A review of the pt's flag report shows a "gel previously released" flag. The pt was provided with a replacement electrode belt.